Event description:
It was reported that the user experienced repeated alert 42 and the ilet would not permit a rewind despite restarts and a dry run, indicating a failure to infuse associated with the motor component. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user and third party. Investigation of this case revealed findings consistent with an insulation problem and a device failure to infuse traced to the motor component. It was concluded, based on previously established findings for similar reports, that the cause was component failure. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
Initial.